Event description:
An open-heart patient was admitted into the surgical ICU post op and patient had a very large air leak. After trouble shooting, the pleur-evac was changed, and the patient no longer had a leak. The atrium was defective upon arrival. Manufacturer response for chest drainage system, pleur-evac (per site reporter).